Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test returned test strips because they were expired.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave lower than expected readings during a hyperglycemic event. At 6:30 pm the customer received low readings of 1.5-1.9 mmol/l. The mother treated the customer with 1 can of soda and 2 slices of brown bread to try to increase blood glucose. After treatment, the customer re-tested and received blood glucose results of 2.3 mmol/l and 2.5 mmol/l. The daughter drank another can of soda. Results did not increase above 3.0 mmol/l. The next morning the customer did a urine test and discovered ketones and customer was vomiting. The customer was transported to the doctor. The doctor tested the customer and received a blood glucose result of 30.1 mmol/l. It is unknown what type of treatment was provided. The customer was not hospitalized and is in stable condition.